Event description:
Per the clinic, the patient underwent a skin revision surgery in order to thin the skin flap (specific date not reported) due to poor magnet retention. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the revision surgery on (B)(6) 2023, was performed under general anesthesia.